Event description:
It was reported that an external blood leak was observed from an unspecified location of a prismaflex st150 set during continuous renal replacement therapy. The volume of blood loss was not known. There was no report of serious injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.